Event description:
It was reported to philips that the uninterruptable power supply gave an alarm, preventing the system from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported complaint. Based on additional information collected, the system was not in clinical use at the time of the incident. The issue occurred during the routine morning startup when the system failed to power on. A philips field service engineer (fse) conducted an onsite inspection and confirmed that the system could not boot following an alarm triggered by the uninterruptible power supply (ups), which displayed a "bus fault" message. Log file analysis revealed a loss of mains power. During troubleshooting, the fse verified the fault message on the rack mount ups located in the m-cabinet and determined that the ups needed to be bypassed. To resolve the issue, the fse bypassed the ups using the phase 1 power supply jumper, disconnected all power connections from the rear of the ups, checked all phase fuses on the ups board, and rebooted the system. Following these actions, the system was successfully restored to normal operation and returned to clinical use in good working condition. The codes were updated based on the investigation outcome.